Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error every time the customer attempted to deliver a bolus. The customer stated that they went through the security, in a courthouse, two weeks prior to the phone call. The customer's blood glucose was 220 mg/dl. The customer had the sensor but had not used it for approximately three months, and the sensor feature was turned off in the insulin pump. The customer was able to complete the rewind sequence. The discontinuation of the device was advised. Nothing further was reported.